Event description:
Customer reported her insulin pump alarmed button error. Taking out the battery did not clear the alarm. Customer's blood glucose is 112 mg/dl. Customer stated there were significant events lading up to the alarm, but did not say what they were. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.